Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been r eported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: competitor 1056 implantable pacing lead (B)(6) 2006; competitor 158065 implantable tachy lead (B)(6) 2006. (B)(4).